Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011. Inratio: 1.0. Doctor's poc: 1.7. Lab: 1.8. All tests performed within the hour. New finger sticks/new fingers used for poc and inratio tests. Pt self tester had heart surgery several weeks prior to testing and had been on lovenox and aspirin. It was determined that the pt had a sensitivity to heparin and aspirin and has been only on coumadin since. There has not been any add'l testing on the inratio monitor since. Pt is on warfarin for mhv. Pt is now doing well.

Manufacturer narrative:
Pt is a (B)(6) old. Per product user guide, "testing has been limited to subject age 18 and older." This may contribute to unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011. Inratio meter = 1.0. Poc meter = 1.7. Reference = 1.8. Mean = 1.50. Confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. The inratio value is not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Add'l testing is required. Unable to perform retained strip test due to unk strip lot number in the event details. No further investigation is possible. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No strip lot info was available and no product is to be returned. Unable to pursue further investigation. Per product user guide, "testing has been limited to subjects age 18 and older." Use on persons under the age of 18 is considered off-label. The issue will be subject to tracking and trending.